Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair a traumatic thoracic aorta transection. Upon follow-up, the pt was found to have some narrowing within the proximal portion of the endoprosthesis. In 2008, the narrowing was repaired with an endoluminal stent. One month later, a computed tomography scan confirmed that the narrowing was repaired and that the graft was patent. On three months later, the pt was admitted to the emergency room with shortness of breath and was in complete cardiopulmonary failure. A computed tomography scan revealed a total collapse of the leading end of the graft. On four days later, a bare metal stent was implanted to repair the collapsed graft. However, the pt developed tachyarrhythmias, coded, and ultimately died on the same day.

Manufacturer narrative:
Please note: this medwatch is associated with uf/importer report.